Event description:
Pt. Admitted with microscopic hematuria; was found to have suture erosion into the bladder. Admitted for cystoscopy, retrograde pyelogram and removal of suture. Suture was unable to be removed at that time. Pt. Went home and was readmitted approximately 5 weeks later for cystoscopy and removal of bladder stone.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, none or unknown. The device was destroyed/disposed of.